Event description:
It was reported that the user experienced recurrent low and high glucose episodes while using the ilet bionic pancreas in the context of meal announcements, where announcing ¿less than usual¿ for most meals led the system to deliver excess insulin when a ¿usual¿ meal was later announced, followed by overcorrection of subsequent lows that contributed to glycemic variability. Symptoms included low glucose episodes requiring treatment with oral carbohydrates and episodes of high glucose. Outcomes included transient hypoglycemia and hyperglycemia, ranging from 66 mg/dl to 200 mg/dl, without emergency care or hospitalization. Investigation included product use review and user education on meal adaptation, appropriate announcement sizing, and gentle correction of lows to allow the system to re-adapt. Investigation of this case revealed use pattern¿related mismatch between meal announcements and actual intake, along with user-initiated overcorrections for lows, which contributed to the observed glycemic excursions. It was concluded that the device functioned as designed and that the events were related to use and adaptation patterns; the user was counseled to align ¿usual¿ with current intake and to treat lows conservatively to support system adaptation.